Manufacturer narrative:
Update to h3 and h6 medical device problem code. Corrected e2 establishment name address . This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction was reproduced. Olympus confirmed that there was a foreign material. However, the type of material and the root cause could not be determined. The likely cause could be that a leak at the insertion site prevented proper reprocessing and the foreign body from being removed. The event can be detected and prevented in accordance with the following instructions for use (IFU). - inspection of the endoscopic system. - leakage testing of the endoscope. - using endotherapy accessories. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the colonovideoscope exhibited air/water cylinder and air/water tube each had white foreign objects, and a burn on the plastic distal end cover. There were no reports of patient involvement. Additional details relating to the patient and the event have been requested, but no response has been received at this time.